Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including periodic self test and functional test without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The pads used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.